Manufacturer narrative:
Additional information was received that the scs system was explanted due to possible infection. The physician confirmed that there was no infection.

Event description:
A report was received that the patient's scs system was removed by a general surgeon for unknown reason. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-50 serial #: (B)(4) description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected.

Event description:
A report was received that the patient's scs system was removed by a general surgeon for unknown reason. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that there was redness and inflammation. It was also noted that there was a port sight infection that was an indication of cellulitis and a golf ball sized collection at the stimulator site. The patient was placed on antibiotics. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's scs system was removed by a general surgeon for unknown reason. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the nurse assumed the infection was device related. It was also reported that the bsn sales representative spoke with the surgeon and no further information could be obtained to provide whether the infection was device related. The bsn sales representative called the second time and the nurse had already provided all the information to the offices of the physicians if the infection was device related or not.

Event description:
A report was received that the patient's scs system was removed by a general surgeon for unknown reason. The patient was doing well postoperatively.